Manufacturer narrative:
(B)(4). G2: foreign: canada h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. H6: component codes: mechanical (g04) - impactor once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the instrument was cracked. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d9. Visual examination of the returned product identified the item does have a crack in the black radel tip. There is some minor damage to the distal tip area along with some wear on the knurled portions. The strike plate shows that there is heavy damage to it. The approximate field age of the instrument is 6 years old. Dimensions where measured are in specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.